Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sleeve gastrectomy procedure, a grinding metallic sound was noticed while activation the device. Bleeding was noticed on some of the short gastric vessels. A clip was used and another device was used to go over vessels and complete the procedure. No blood products were needed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Added additional information additional information request, but not received: was the device used on the short gastric vessels? How much blood was lost? Was a transfusion required? What was the size of the vessel or artery? What power setting was the generator on? 3 (min) 5 (max). Was the power level adjusted to achieve better hemostasis? The device was returned in good physical condition. The device was connect to a test handpiece and generator and was functional tested. No issues were found during testing. The device cut the test media as expected. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). Additional information received: was the device used on the short gastric vessels? Yes; vessels were oozing blood after using harmonic on them. How much blood was lost? Less than 5mm. Was a transfusion required? No transfusion required. What was the size of the vessel or artery? (No answer). What power setting was the generator on? 3 (min) 5 (max) 3/5. Was the power level adjusted to achieve better hemostasis? No. The device was making a grinding noise so they elected to change the disposable out.